Manufacturer narrative:
After battery installation, the pump gave an unexpected blank and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage and flash display. Blood glucose was 6 mmol/l. Customer reported that the insulin pump fell to the bathroom floor when he was having a shower and it vibrated till it fell off the shelf onto the tiled floor. Customer reported that the insulin pump then alarmed and flashed with a white display. Customer reported that battery change attempt did not help and he could not press the back arrow button to stop the sound of the alarm. The insulin pump will be returned for analysis.